Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine at an unknown concentration and dose via intrathecal infusion pump for non-malignant pain, failed back surgery syndrome, and radiculopathy. It was reported that the patient experienced recurring hematoma sometime after surgery. After the patient was given antibiotics and the hematoma was drained the hcp thought it was resolving. It was reported that the patient received care from the wound care facility after the issue over the pump site recurred. The hcp stated that they were going to consult with another surgeon but were 90% sure that the pump system would be explanted. The explant is not scheduled yet. No environmental/external/patient factors that may have led or contributed to the issue were reported. The issue was not resolved. The patient¿s status was alive ¿ no injury. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8785, lot# hg2u1bc, implanted: on (B)(6) 2019, product type: catheter, product ID: 8780, lot# serial#: b)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2020, product type: catheter, h3: analysis of the pump revealed no anomaly. The returned pump was interrogated and as per the logs preservative free morphine with concentration 1.0 mg/ml was being administered as of on (B)(6) 2020 at a dose rate of 0.0063 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 8785 lot# (B)(6) implanted: (B)(6) 2019 explanted: 2020-05-12 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: 2020-05-12 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump and catheter were explanted on (B)(6) 2020. Both devices were to be returned to the manufacturer for analysis. The shipping tracking number was provided. The patient¿s weight was provided.